Event description:
--

Manufacturer narrative:
Further evaluation with isometrics was performed in the emergency room. Impedance was within range so the patient was sent home. A high energy shock was not performed. Ts again recommended that this be performed to test the integrity of the system. Ts discussed the rare case of noise affecting daily measurements and that there is no way to verify why there was a low measurement. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited low shock impedance <20 ohms. Impedance has been in the 50-60 ohms range prior to the low measurement. Rv pace impedance was within range. Technical services (ts) discussed that noise can cause an out of range impedance value but a lead issue cannot be ruled out. Ts discussed troubleshooting techniques. The patient was going to the emergency room for further evaluation. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.